Event description:
Reporter noted rubber stopper hole was partially occluded. Unable to release pressure in the syringe, even when releasing footswitch. Silicone oil flow continued into the eye beyond necessity. Excess fluid was removed, and no injury occurred at this time. However, doctor felt there was a 10% risk of optic atrophy in the future.